Event description:
As reported by the cypress study, a patient experienced restenosis approximately 4 months after the index procedure and also experienced stroke approximately 10 months after the index procedure. At the time of the index procedure, angiography revealed 70% stenosis. The indication for the procedure was a positive ischemic function study. The proximal left anterior descending (lad) was described as 14mm in length, class b2, severely calcified, and de novo. The reference vessel was 3.0mm in diameter. At the time of the index procedure, a 3.0 x 18mm cypher rx was implanted at 12atm by direct stenting. This stent was post-dilated with a 3.0 x 12mm balloon at 24atm. There were no procedural and angiographic complications and the patient was discharged the following day. Approximately 4 months after the index procedure, the patient experienced angina and underwent revascularization of 1st diagonal artery which was described as 12mm in length with 85% stenosis. It was reported that the cypher stent was patent at the time of revascularization, but the stenosis was within 5mm of the cypher stent. The 1st diagonal artery was treated with balloon angioplasty. Angina was resolved without sequelae. According to the investigator, 1st diagonal lesion was in the target lesion, but was not related to the cypher stent, index procedure or study drug. Approximately 10 months after the index procedure, the patient experienced a stroke which was medically managed and was resolved without sequelae within 8 days. No further information regarding stroke was available. According to the investigator, the stroke was not related to the cypher stent, index procedure or study drug.

Manufacturer narrative:
Concomitant medications included at the time of restenosis: aspirin, metoprolol tartarate, omeprazole, simvastatin, and plavix. Additional information will be submitted within 30 days of receipt.

Event description:
Addendum: additional information received indicated that a patient died due to unknown cause in 2012. The cause of death was unknown as the patient died at home. No autopsy was performed. The event was deemed to be unrelated to the cypher stent or index procedure.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced restenosis approximately 4 months after the index procedure. This is an (B)(6) female with medical history including positive functional study for ischemia, previous pci of non-target vessel ((B)(6) 2004), family history of coronary artery disease, peripheral artery disease, hyperlipidemia, hypertension, cva / stroke: (B)(6) 2005, diabetes mellitus type ii, allergy, diverticulosis, cyst right breast, and history of cancer. At the time of the index procedure, angiography revealed 70% stenosis. The indication for the procedure was a positive ischemic function study. The proximal left anterior descending (lad) was described as 14mm in length, class b2, severely calcified, and de novo. The reference vessel was 3.0mm in diameter. At the time of the index procedure, a 3.0 x 18mm cypher rx was implanted at 12atm by direct stenting. This stent was post-dilated with a 3.0 x 12mm balloon at 24atm. There were no procedural and angiographic complications and the patient was discharged the following day. Approximately 4 months after the index procedure, the patient experienced angina and underwent revascularization of 1st diagonal artery which was described as 12mm in length with 85% stenosis. It was reported that the cypher stent was patent at the time of revascularization, but the stenosis was within 5mm of the cypher stent. The 1st diagonal artery was treated with balloon angioplasty. Angina was resolved without sequelae. According to the investigator, 1st diagonal lesion was in the target lesion, but was not related to the cypher stent, index procedure or study drug. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15242329 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and diabetes.

Manufacturer narrative:
Updated cc: as reported by the (B)(4) study, a patient experienced restenosis approximately 4 months after the index procedure and died within a year of the index procedure. This was a (B)(6) female with medical history including positive functional study for ischemia, previous pci of non-target vessel ((B)(6) 2004), family history of coronary artery disease, peripheral artery disease, hyperlipidemia, hypertension, cva / stroke: in (B)(6) 2005, diabetes mellitus type ii, allergy, diverticulosis, cyst right breast, and history of cancer. At the time of the index procedure, angiography revealed 70% stenosis. The indication for the procedure was a positive ischemic function study. The proximal left anterior descending (lad) was described as 14 mm in length, class b2, severely calcified, and de novo. The reference vessel was 3.0 mm in diameter. At the time of the index procedure, a 3.0 x 18 mm cypher rx was implanted at 12 atm by direct stenting. This stent was post-dilated with a 3.0 x 12 mm balloon at 24 atm. There were no procedural and angiographic complications and the patient was discharged the following day. Approximately 4 months after the index procedure, the patient experienced angina and underwent revascularization of 1st diagonal artery which was described as 12 mm in length with 85% stenosis. It was reported that the cypher stent was patent at the time of revascularization, but the stenosis was within 5 mm of the cypher stent. The 1st diagonal artery was treated with balloon angioplasty. Angina was resolved without sequelae. According to the investigator, 1st diagonal lesion was in the target lesion, but was not related to the cypher stent, index procedure or study drug. Additional information received indicated that a patient died of an unknown cause in 2012. The cause of death was unknown as the patient died at home. No autopsy was performed. Additional information received through cec minutes agreed with the event of coronary stent thrombosis as a possible cause for previously reported event of death. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15242329 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and diabetes. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Manufacturer narrative:
As reported by the (B)(4) study, a patient experienced restenosis approximately 4 months after the index procedure and died within a year of the index procedure. This was an (B)(6) female with medical history including positive functional study for ischemia, previous pci of non-target vessel ((B)(6) 2004), family history of coronary artery disease, peripheral artery disease, hyperlipidemia, hypertension, cva / stroke: on (B)(6) 2005, diabetes mellitus type ii, allergy, diverticulosis, cyst right breast, and history of cancer. At the time of the index procedure, angiography revealed 70% stenosis. The indication for the procedure was a positive ischemic function study. The proximal left anterior descending (lad) was described as 14mm in length, class b2, severely calcified, and de novo. The reference vessel was 3.0mm in diameter. At the time of the index procedure, a 3.0 x 18mm cypher rx was implanted at 12atm by direct stenting. This stent was post-dilated with a 3.0 x 12mm balloon at 24atm. There were no procedural and angiographic complications and the patient was discharged the following day. Approximately 4 months after the index procedure, the patient experienced angina and underwent revascularization of 1st diagonal artery which was described as 12mm in length with 85% stenosis. It was reported that the cypher stent was patent at the time of revascularization, but the stenosis was within 5mm of the cypher stent. The 1st diagonal artery was treated with balloon angioplasty. Angina was resolved without sequelae. According to the investigator, 1st diagonal lesion was in the target lesion, but was not related to the cypher stent, index procedure or study drug. Additional information received indicated that a patient died of an unknown cause in 2012. The cause of death was unknown as the patient died at home. No autopsy was performed. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15242329 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension, hyperlipidemia and diabetes. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Manufacturer narrative:
Addendum & correction (02/19/2013): additional information received through cec adjudication minutes indicated that the event date of previosuly reported code for death was (B)(6) 2012.

Manufacturer narrative:
Additional information received on 03/28/2012. The event date of reocclusion was changed to (B)(6) 2011 instead of (B)(6) 2011 as previously reported.

Manufacturer narrative:
Addendum ((B)(4) 2013): cec minutes agreed with the event of coronary stent thrombosis as a possible cause for previously reported event of death. Please find updated to reflect this new event of coronary stent thrombosis along with previously reported event of death. Additional information will be submitted within 30 days of receipt.